Event description:
It was reported the patient gained weight and the ipg became too deep in the pocket and was not able to communicate with external devices. In turn, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.